Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created, (B)(4).

Event description:
(B)(4). The dealer reported that the prox4s custom mechanical armrest was broken during a patient transfer, when the user fell back onto the unit, and the broken part slid up his side scratching his torso while he fell. No medical attention was sought, and it was reported that he is currently doing well. Should we receive additional information, this file will be revised and a supplemental report will be submitted.